Event description:
Boston scientific received information that this implantable lead dislodged. Therefore this lead was extracted and replaced successfully with an active fixation lead. This lead is not intended to be returned to boston scientific for analysis. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.